Event description:
It was reported that the patient had an MRI about a month ago and did not have the pump checked afterwards. Four days later, the patient found out that his pump had stalled and it took the doctor ¿three attempts¿ to get it going again. The pump was stalled for 5 days. The patient experienced nausea, tiredness and lightheadedness. Two days prior to this report the patient was ¿hooked¿ up to a computer and the pump motor was running. The patient was still nauseated and had problems with his bowels. He was not sure it was related to the pump. The patient was also having tightness from the spasticity. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).